Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and exhibited an error code. It was found that the pump's magnet was damaged and the motor was faulty. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.

Event description:
Information was received indicating that this ambulatory infusion pump may have exhibited over delivery. No adverse patient effects were reported.

Event description:
Additional information received. Faulted while in use with patient, unknown if patient injury or medical intervention.